Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with pocket infection. It was noted that the pocket had secretions and that the pacemaker had eroded through. The device was explanted. The patient was stable.